Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer will contact tandem technical support if they require further assistance. No additional patient or event information was available.